Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose at time of incident was 468 mg/dl. The customer reports that they are unable to troubleshoot at time of call. The customer doesn't have the alarm on her pump right now she has cleared it and if she presses act it goes to the main menue. The customer was advised to call when the alarms occurs in order to troubleshoot.